Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a leaking was observed on a abdomen ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter at the hub connection. This was found immediately (less than five minutes) after insertion; therefore, the device was removed and replaced with a like device. The scheduled procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Method code: (4114) device not returned. Method code: (4109) historical data analysis. Results code: (4210) leakage/seal. Conclusion code: (25) cause traced to manufacturing. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications and the proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record showed two unrelated nonconformances in which all components were scrapped prior to release. It should be noted there were two other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, potential causes have been identified as suture presence within the threads of the cap and adapter assembly that interfere with the seal during torqueing, inconsistencies in flaring and the silicone insert being punctured due to improper threading. Appropriate measures have been taken to address this failure mode. The appropriate personal have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious.

Event description:
No new event description information to report at this time.